Manufacturer narrative:
Summary of evaluation: the root cause of this event is attributed to mechanical overstress of the screwdriver tip due to misapplication and misuse of the device. The sales representative to instruct the users on the proper use and application of the instrument.